Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, air was aspirated. The sheath was inserted into the left atrium, and the advisor hd grid catheter was inserted into the sheath. After mapping, aspiration was applied through the side port, and air was aspirated. Multiple attempts were made to aspirate the air, but it could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.